Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the duplicate cubie address. A field service engineer (fse) inspected the drawer and found a faulty row tray in the a slot. Fse powered the station down and disassembled the drawer following the instructions identified in fsg section 3.11.3. Fse replaced the half-height row tray. While the drawer was disassembled, fse reseated the row tray and reseated the retractor band cable at both the drawer and module controller. Fse also reseated the row board cable at the drawer controller and the individual row boards. Fse reassembled the drawer, powered the device on, and verified drawer functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie failure and duplicate addresses detected during recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.